Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the load pedal on the multi-function footswitch (mffs) became stuck engaged while the radiologist was raising the pt for the procedure and the motion did not stop when he released the pedal. Philips service confirmed that there was no harm to the pt or operator. Philips service determined that the load pedal on the mffs had become stuck engaged mechanically. Philips service cleaned, lubricated and adjusted the alignment of the load pedal to resolve the issue.